Event description:
Initial reporter indicated that they had some vns products to return from a pt that had died that day. The pt was reported died from pneumonia from h1n1. Good faith attempts are being made for additional details surrounding their death and the relationship to their vns. The pt's vns generator and lead are pending completion of product analysis.